Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("the tip of the essure device penetrating against the serosal tissue") in an adult female patient who had essure inserted for female sterilisation. The patient had a medical history of dyspareunia, dysmenorrhea, abnormal uterine bleeding and pelvic pain. Essure was removed on (B)(6) 2022. On an unknown date, the patient had essure inserted. On an unknown date she experienced fallopian tube perforation (seriousness criteria medically important and intervention required). The patient was treated with surgery (subtotal abdominal hysterectomy, bilateral salpingectomy,). At the time of the report, the outcome of the event was unknown. The reporter considered fallopian tube perforation to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('the tip of the essure device penetrating against the serosal tissue') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included pelvic pain, abnormal uterine bleeding, dysmenorrhea and dyspareunia. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (subtotal abdominal hysterectomy, bilateral salpingectomy,). Essure was removed on 29-apr-2022. At the time of the report, the fallopian tube perforation outcome was unknown. The reporter considered fallopian tube perforation to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 24-jun-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.